Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the device was unable to fire, was unable to squeeze the handle though the green button was pressed. A new device was used to complete the case. There was no patient injury.